Manufacturer narrative:
H6: investigation summary: a complaint of cracks in the connection site was received from the customer. No product or photo was returned by the customer. The customer complaint of damaged adapter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2434-0007 because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that as lvp 20d ss 0.2m cv was cracked. The following information was provided by the initial reporter: material no: 2434-0007 batch no: unknown/ it was reported that there are cracks in the connection port of this item.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of cracks in the connection site was received from the customer. No product or photo was returned by the customer. The customer complaint of damaged adapter could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2434-0007 because a lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d ss 0.2m cv was cracked. The following information was provided by the initial reporter: material no: 2434-0007, batch no: unknown. It was reported that there are cracks in the connection port of this item.